Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported by (B)(6), a (B)(6) female patient with neuronal ceroid lipofuscinosis. On an unspecified date, a rickham ventriculostomy set, manufactured by codman was implanted. The device number, serial number, and lot number were not reported. On (B)(6) 2017, brineura infusion was completed from 09:30 to 13:45. A cerebrospinal fluid (csf) culture was positive for staphylococcus epidermidis. In the morning of (B)(6) 2017, the patient developed fever (exact temperature was not reported). A control csf was positive for staphylococcus epidermidis as well. The patient was subsequently hospitalized due to a bacterial infection of the rickham device (device related infection). On the same date, at 15:00, antibiotic therapy with vancomycin and fosfomycin was started. On (B)(6) 2017, after antibiogram, vancomycin was shifted to flucloxacillin. On (B)(6) 2017, the rickham device was explanted. At the time of this report, the patient was still on intravenous (IV) antibiotic therapy. No action was taken with brineura due to the event. The patient received IV antibiotic therapy until (B)(6) 2017. On (B)(6) 2018, the csf culture was sterile. On (B)(6) 2018 a new rickham device was implanted. The patient resumed her brineura infusion on (B)(6) 2018.

Manufacturer narrative:
Multiple attempts to obtain the sample have not been successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. At present, we consider this complaint to be closed.

Event description:
The investigator noted that 24 hours after the infusion, the patient had pleocytosis (50 cells/ul). The investigator also noted that the patient had a pre-infusion positive csf culture for staphyloccocus epidermidis after 24 hours culture time (culture time previously not reported). The outcome of the pleocytosis was not reported. The investigator noted that the most likely cause of the device related infection was due to the "hair root inside device likely due to blunt needle when puncturing".